Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2022 for one day. Customer¿s blood glucose was 600 mg/dl. Customer¿s current blood glucose was 177 mg/dl. The customer did experience symptoms such as thirstiness a result of high blood glucose. The customer was treated with manual injection or insulin pen, intravenous insulin infusion. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. Customer stated auto mode feature was active at the time of event. Customer stated they passed high pressure and displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of may 01, 2022. There was no unexpected alarms/suspends noted. However, insert battery alarm and power loss alarm was noted and found bolus delivery of dailytotalofbolusinsulindelivered: (80 u). 05/01/2022 10:05:54.000 normalbolusdelivered (220) normalbolusamountprogrammed: 200000 (20 u) bolusamountdelivered: 200000 (20 u) 05/01/2022 13:13:22.000 normalbolusdelivered (220) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) 05/01/2022 15:16:42.000 normalbolusdelivered (220) normalbolusamountprogrammed: 200000 (20 u) bolusamountdelivered: 200000 (20 u) 05/01/2022 15:33:25.000 normalbolusdelivered (220) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) 05/01/2022 19:32:07.000 normalbolusdelivered (220) normalbolusamountprogrammed: 200000 (20 u) bolusamountdelivered: 200000 (20 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: 05/01/2022 21:00:26.000 and 05/01/2022 21:10:00.000 power loss alarm was recorded and found in the formatted history file on: 05/01/2022 23:39:46.000 earliest power data available per the power management tool/detail trace file is on 5/13/2022 9:23:56 am. There was no power data available for the event date of may 01, 2022. Unable to check power data for power loss alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.